Event description:
It was reported that when using the bd pyxis¿ anesthesia station es following a power outage, the or4 and or5 pyxis machines did not power on and displayed a black screen with no response. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 30-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was down with no power. A field service engineer replaced the station power supply because it stopped functioning after a power outage. The station powered on successfully after the replacement. The system functioned as intended after the field service engineer repaired the device.